Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the titanium cervical spine locking screws were unable to lock into the plate. There were 2 screws that would not lock. A new pack of screws was opened and the 2 new screws were implanted and locked with no issues. There was no issue with the zero-p plate just the 2 screws. The surgery was completed successfully with no surgical delay. There were no patient consequences. Concomitant devices: unknown cage/plate (part#unknown, lot# unknown, quantity# 1), unknown screws: zero-p va (part#unknown, lot# unknown, quantity# 1). This report is for 1 3.0mm ti cervical spine locking screw 16mm-sterile. This is report 1 of 1 for (B)(4).